Manufacturer narrative:
Correction: the awareness date should have been 08/28/2018 rather than 10/05/2018.

Event description:
New information reported that the original awareness date was (B)(6) 2018.

Manufacturer narrative:
A partial lead with the distal portion of the lead measuring 45.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information reported that the lead became entangled and damaged during the procedure. The patient was stable post-procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. (B)(4).

Event description:
It was reported that the right ventricular lead had been exhibiting high lead impedance and loss of capture. The right ventricular and atrial leads were removed on (B)(6) 2018. No further information was available.